Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to blood infection. Reportedly, the blood infection was affecting the device thus the system was removed. However, this was not the fault of the device. There were no additional adverse patient effects reported. The pacemaker was explanted.